Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. According to the risk manager, no medwatch 3500a has been filed by the user facility at this time. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00033.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Product not returned. Package insert reviewed.